Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to lcd damage. Pictures were taken. A receiver charge test was not performed due to the damaged lcd. A receiver boot test was performed and failed due to lcd damage. Functional tests were not performed due to lcd damage. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no data within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that the receiver initialized without a manual restart occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).